Manufacturer narrative:
Follow-up #1: date of submission 04/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings:a review of the black box could not confirm that the time and date had reset to default settings. The black box showed a manual time change on (B)(6) 2017 from 18:07 to 06:08. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 320 mg/dl with abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump reset to default when the battery was removed for less than 24 hours. It was reported the issue was first observed on (B)(6) 2017. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.